Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the device found the locking ring was removed from the shell. The locking ring did not show any damage. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Additional event for this patient reported on medwatch number 1825034-2016-02079. Device requested, not yet received

Event description:
During a procedure, the shell was removed, after being implanted, due to loose fit within the acetabulum. The acetabulum had reportedly been previously damaged due to an issue with impaction of a prior cup. Another size shell was used to complete the procedure. This contributed to a 30-40 minute delay in procedure.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.